Manufacturer narrative:
Concomitant medical products: dtmb1q1 crtd, implanted (B)(6) 2018, 4076-52 lead, implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead triggered a lead integrity alert due to high pacing impedance and non-physiologic ventricular events. The threshold was also high and there were non-sustained high-rate episodes showing noise oversensing. The lead was programmed off and a lead revision is scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also noted that the right atrial lead had been repaired with adhesive about seven months earlier during a routine device upgrade procedure. It was later reported that the right ventricular (rv) lead was explanted and replaced due to a confirmed fracture. It was also reported that the right atrial (ra) lead pulled back as the rv lead was being replaced - and the physician noted the previous repair - so the ra lead was also explanted and replaced.